Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the event occurred due to stent implantation prior to cataract surgery, which resulted in excessive bleeding. Reportedly, the surgeon believes that performing irrigation and aspiration (I/a) for an extended period will stop the bleeding, and is satisfied that surgical technique will resolve the issue. The report noted that the event has resolved, and the patient's condition has stabilized with medication.

Event description:
It was reported that following a successful trabecular microbypass stent system procedure, the patient presented during a follow-up examination on postoperative day one (1) with what was described as a "fibrin reaction". Per report, the patient is being treated with medication and is being monitored. Additional information has been requested.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported event (fibrin reaction) is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).